Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018 and revised on (B)(6) 2021 due to a malfunction, tubing leakage.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, anf detached inlet tube with connector were received for evaluation. Partial separations within abrasion were noted on the longer exhaust tube of the pump. This was not a site of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubes of both cylinders. No functional abnormalities were noted with either cylinder. Abrasion was noted on the detached inlet tube. No functional abnormalities were noted with the detached inlet tube or connector. The information received indicated tubing leakage, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the device displayed signs of tubing leakage. The device was removed and replaced.